Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: same. Nature of operation: repair of large, umbilical hernia with circular kugel mesh. Anesthesia: general endotracheal. Specimens: hernia sac. Complications: none. Operative procedure: ¿after informed consent was obtained, the patient was brought to the operating room and prepped and draped in the usual fashion. An infraumbilical incision was made around the umbilicus, gaining access to the anterior fascia. The hernia sac and its contents were reduced into the abdominal cavity without complications. A portion of the hernia sac was then remove and sent to pathology. The sac was closed. A circular kugel mesh was placed in a preperitoneal position below the fascia. Vicryl #0 was used to suture the fascia closed, incorporating the anterior leaflet of the kugel mesh. Vicryl 3-0 was used to close subcutaneous tissue. The skin was closed in a subcuticular fashion. Sterile dressings were applied. The patient was taken, extubated, to the recovery room in stable condition.¿ (B)(6) 2006: (B)(6). Implant sticker: bard kugel hernia patch. [Missing records: a pathology report detailing analysis of hernia sac removed during the (B)(6) 2006: procedure was not provided.] Records between (B)(6) 2006: and (B)(6) 2013 were not provided. (B)(6) 2013: (B)(6) . Operative report. Preoperative diagnosis: incarcerated recurrent ventral hernia. Postoperative diagnosis: incarcerated recurrent ventral hernia. Procedure performed: [ni]. Resident surgeon: (B)(6). Anesthesia: general. IV fluids: crystalloid 2400 ml. Estimated blood loss: minimal. Complications: none. Description of procedure: ¿the patient was brought into the operating room after obtaining informed consent. He was laid supine on the operating table. He was then given general anesthesia by the anesthesia team. The abdomen was prepped and draped in a sterile manner. A foley catheter had been inserted prior to the start of the procedure and prophylactic ancef, 2 grams, was given to the patient prior to incision. A veress needle was introduced into the left upper quadrant using a closed technique. Pneumoperitoneum was then used. The veress needle was then removed and the 5-mm port was introduced into the left upper quadrant. A 5-mm 30 degree scope was then introduced through this port and the abdomen was examined to make sure there were no abnormalities. The incarcerated omentum in the ventral hernia was obvious. Now, under direct vision, ports were inserted in the right upper quadrant and the right lower quadrant. An 11-mm port was placed in the right upper quadrant and a 5-mm port in the right lower quadrant, and another 5-mm port was inserted in the left lower quadrant. Using atraumatic graspers and a combination of sharp dissection and traction/countertraction, the adhesions from the omentum to the sac were released. Although the bowel did not form part of the contents of the hernia sac, it was closely associated with the omentum that was dragged into the hernia sac. Taking care not to injure the bowel, all of the omentum was released to reveal 2 defects in the abdominal wall. After this had been done, the abdomen and the bowel were examined to make sure that there were no other injuries and there none found. Following this, a 24 x 19 cm gore-tex mesh was taken and sutures were placed at the 4 quadrants using a 3-0 vicryl dyed and undyed to identify the upper and lower corners. Following this, the mesh was rolled and inserted into the abdomen through the 11-mm port with the nonadherent side facing the bowel. The mesh was then flattened out and the suture passer was introduced through the abdominal wall corresponding to the 4 quadrants of the mesh. The ends of the sutures were brought above the fascia and tied under the skin, thus apposing [sic] the mesh to the abdominal walls. Using a suture tacker device, the tacks were then applied along the 4 borders of the mesh thus holding it securely in place with good coverage across the hernia defect. Following this, the ports were removed. The fascia at the 11-mm port was closed and 4-0 monocryl was used for closure of the other ports. A dry dressing was applied and the patient was transferred to the recovery room in stable condition.¿ (B)(6) 2013: (B)(6). Nurse intraoperative report. Major operations report: laparoscopic ventral hernia repair with mesh. Implant record. Prosthesis installed: item: mesh. Implant sterility checked (y/n): yes. Sterility expiration date: dec 08, 2015. Vendor: gore®. Model: 1dlmc08 gore® dual® mesh. Lot number: 8609761. Serial number: (B)(4). Sterile resp: manufacturer. Size: 26.0 x 34.0 cm x 1.0 mm. [Discrepancy: operative report shows size 24 x 19 cm.] Quantity: 1. The records confirm a gore® dualmesh® (1dlmc08/8609761) was implanted during the procedure. (B)(6) 2014: [missing records: operative report for alleged implant/explant of gore mesh.] Product identification records for the alleged gore device were not provided. Records between (B)(6) 2014 and (B)(6) 2016 were not provided. (B)(6) 2016: (B)(6).preoperative diagnosis: incarcerated recurrent incisional hernia. Postoperative diagnosis: incarcerated recurrent incisional hernia. Nature of operation: placement of a foley catheter. Mesh repair of recurrent incisional hernia. Anesthesia: general. Procedure: ¿with the patient prepped and draped in the routine supine position with satisfactory level of general anesthesia under sterile conditions, a foley catheter was passed. Once this was done, the patient was reprepped and draped in the standard fashion, adequate time-out having been done, antibiotics having been confirmed to have been given, subcutaneous heparin given, and an adequate time-out having been done and sterility confirmed. The previous midline incision above the umbilicus was made and carried into the subcutaneous space, and a plane above and beyond the palpable incarcerated hernia was created. Then, I dissected laterally around the incarceration and down to the abdominal wall on both sides using bovie coagulation for hemostasis. Once this was done at the superior aspect of the incision, a small hole was made and we entered the preperitoneal cavity; and once this was done, the hernia sac was dissected off of the incarcerated bowel. On the right side, the previously placed mesh had dehisced, and a part of the mesh was resected along with the hernia sac and it was dissected off of the bowel. Once the defect was cleaned for 360 degrees and the preperitoneal cavity had been entered and cleared, the measurement was taken of the defect and a 15 x 20 skirted paritex mesh was placed into the abdomen and sutured transabdominally using a suture passer at the 12 o¿clock, 1 o¿clock, 3 o¿clock, 4 o¿clock, 6 o¿clock, 7 o¿clock, 8 o¿clock, 9 o¿clock, and 11 o¿ clock positions with 0 prolene sutures. Once this had been completed, the anterior edge of the skirted mesh was then stapled with a secure strap to the anterior abdominal wall. Once this was completed, the abdomen was then closed with running double-stranded pds suture. The subcutaneous tissue was irrigated and then the skin was closed with skin staples. The puncture sites for the transabdominal sutures were each stapled with a single staple, and sterile dressings were applied. The patient was then returned to the recovery in satisfactory condition.¿ there is no mention of infection involving the gore device. (B)(6) 2016: (B)(6). Operating room record. Surgeon: (B)(6). Time out: 0350. Type of anesthesia: general. Airway: intubation. Oral. Asa class: 3e. Operation: repair of incarcerated recurrent incisional hernia. Drains: 16 french foley catheter. Implants: paritex. Bard® kugel hernia patch. Specimen sent: micro x1. Pathology x1. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2016 procedure was not provided. A culture report detailing analysis of specimens collected during the (B)(6) 2016 procedure were not provided.] (B)(6) 2017: (B)(6). [Ni]. Operative report. Preoperative diagnosis: abdominal wall abscess. Postoperative diagnosis: abdominal wall abscess with infected mesh. Procedure performed: abdominal wall incision and drainage. Attending surgeon: (B)(6). [Missing records: a complete operative report for the (b)(60 2017 procedure was not provided.] ??/??/17: [missing records: office notes and/or operative reports regarding ¿the patient has been seen in the clinic multiple times and has subsequently had pieces of mesh pulled piecemeal.¿ (B)(6) 2017: [missing records: records for the alleged gore explant were not provided.] (B)(6) 2017: (B)(6), md, resident. Operative report. Preoperative diagnosis: infected abdominal mesh. Postoperative diagnosis: infected abdominal mesh. Procedure performed: abdominal wound exploration and washout, removal of infected mesh. Anesthesia: general. Indications for procedure: ¿this is a 59-year-old male well known to the general surgery clinic who had previous procedures for a recurrent ventral hernia. The patient has been seen in the clinic multiple times and has subsequently had pieces of mesh pulled piecemeal. The decision was made to take the patient to the operating room for abdominal wound exploration when there was noted to be purulence draining from the midline wound.¿ description of procedure: ¿after the operative consent was obtained, the patient was brought into the operating room and placed on the operating room table in the supine position. A formal time-out was performed. After smooth induction by anesthesia and intubation, the patient was prepped and draped in the usual sterile fashion. Using bovie cautery, a midline incision was made over the previous midline scar through the umbilicus. The patient was noted to have a free-floating mesh upon dissecting through the subcutaneous tissue. This was bluntly dissected and sent to pathology. Next, a transverse incision to the right upper midline was made which yielded more free floating mesh. Approximately 99% of the exposed mesh was removed. The wound was vigorously irrigated. Hemostasis was achieved with bovie cautery. The wound was packed with nu-knit and covered with gauze with tape applied. The patient was successfully extubated in the operating room and brought to the pacu. Therapeutic antibiotics were being given. (B)(6) was scrubbed throughout the case.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014 an additional open procedure occurred whereby the gore device was explanted, and a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016 and (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh failure, mesh infection, multiple I&d's of abdominal wall with mesh explantation, open wound with wound vac placement ((B)(6) 2014), mesh removal, multiple additional surgeries needed. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion: d15: cause not established h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1390, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6), 2017 and not all records received in this time span are relevant to both gore® dualmesh® biomaterial devices. Medical records for (B)(6), 2006 through (B)(6), 2013, and (B)(6), 2014 through (B)(6), 2016 were not provided. Patient information: medical history: on (B)(6) 2006: umbilical hernia on (B)(6) 2013: incarcerated recurrent ventral hernia on (B)(6) 2016: incarcerated recurrent incisional hernia on (B)(6) 2017: abdominal wall abscess on (B)(6) 2017: infected abdominal wall mesh surgical procedures: on (B)(6) 2006: repair of large umbilical hernia with circular kugel mesh. Implant: bard kugel hernia patch. On (B)(6) 2013: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial. On (B)(6) 2016: mesh repair of recurrent incisional hernia. Implant: parietex. Implant sticker provided for bard kugel hernia patch as well. On (B)(6) 2017: abdominal wall incision and drainage on (B)(6) 2017: abdominal wound exploration and washout, removal of infected mesh relevant medical information: on (B)(6) 2006: repair of large umbilical hernia with circular kugel mesh. [Hospitalization dates unknown] wound classification: 1 [clean] procedure: ¿an infraumbilical incision was made around the umbilicus, gaining access to the anterior fascia. The hernia sac and its contents were reduced into the abdominal cavity without complications. A portion of the hernia sac was then remove [sic] and sent to pathology. The sac was closed. A circular kugel mesh was placed in a preperitoneal position below the fascia. Vicryl #0 was used to suture the fascia closed, incorporating the anterior leaflet of the kugel mesh. Vicryl 3-0 was used to close subcutaneous tissue. The skin was closed in a subcuticular fashion.¿ implant preoperative complaints: on (B)(6) 2013: ¿preoperative diagnosis: incarcerated recurrent ventral hernia.¿ implant procedure: laparoscopic ventral hernia repair with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc08/8609761, 26cm x 34cm x 1mm thick, oval]. Implant date: (B)(6), 2013 wound classification: clean description of hernia being treated: ¿a veress needle was introduced into the left upper quadrant using a closed technique. Pneumoperitoneum was then used. The veress needle was then removed and the 5-mm port was introduced into the left upper quadrant. A 5-mm 30 degree scope was then introduced through this port and the abdomen was examined to make sure there were no abnormalities. The incarcerated omentum in the ventral hernia was obvious. Now, under direct vision, ports were inserted in the right upper quadrant and the right lower quadrant. An 11-mm port was placed in the right upper quadrant and a 5-mm port in the right lower quadrant, and another 5-mm port was inserted in the left lower quadrant. Using atraumatic graspers and a combination of sharp dissection and traction/ countertraction, the adhesions from the omentum to the sac were released. Although the bowel did not form part of the contents of the hernia sac, it was closely associated with the omentum that was dragged into the hernia sac. Taking care not to injure the bowel, all of the omentum was released to reveal 2 defects in the abdominal wall. After this had been done, the abdomen and the bowel were examined to make sure that there were no other injuries and there none found.¿ implant size and fixation: ¿following this, a 24 x 19 cm gore-tex mesh was taken and sutures were placed at the 4 quadrants using a 3-0 vicryl dyed and undyed to identify the upper and lower corners. Following this, the mesh was rolled and inserted into the abdomen through the 11-mm port with the nonadherent side facing the bowel. The mesh was then flattened out and the suture passer was introduced through the abdominal wall corresponding to the 4 quadrants of the mesh. The ends of the sutures were brought above the fascia and tied under the skin, thus apposing [sic] the mesh to the abdominal walls. Using a suture tacker device, the tacks were then applied along the 4 borders of the mesh thus holding it securely in place with good coverage across the hernia defect. Following this, the ports were removed. The fascia at the 11-mm port was closed and 4-0 monocryl was used for closure of the other ports. Alleged implant #2 explant #1 preoperative complaints: the complaint alleges that on (B)(6), 2014 an additional open procedure occurred whereby the gore device was explanted, and a gore® dualmesh® biomaterial was implanted. [No operative report provided] alleged implant #2 explant #1 procedure: the complaint alleges that on (B)(6), 2014 an additional open procedure occurred whereby the gore device was explanted, and a gore® dualmesh® biomaterial was implanted. [No operative report provided] alleged implant #2 explant #1 date: the complaint alleges that on (B)(6), 2014 an additional open procedure occurred whereby the gore device was explanted, and a gore® dualmesh® biomaterial was implanted. [No operative report provided] relevant medical information: on (B)(6) 2016: preoperative diagnosis.¿ incarcerated recurrent incisional hernia.¿ on (B)(6) 2016: mesh repair of recurrent incisional hernia. Hospitalizations dates unknown]. Implant: parietex. Implant sticker provided for bard kugel hernia patch as well. Wound classification: clean procedure: ¿the previous midline incision above the umbilicus was made and carried into the subcutaneous space, and a plane above and beyond the palpable incarcerated hernia was created. Then, I dissected laterally around the incarceration and down to the abdominal wall on both sides using bovie coagulation for hemostasis. Once this was done at the superior aspect of the incision, a small hole was made and we entered the preperitoneal cavity; and once this was done, the hernia sac was dissected off of the incarcerated bowel. On the right side, the previously placed mesh had dehisced, and a part of the mesh was resected along with the hernia sac and it was dissected off of the bowel. Once the defect was cleaned for 360 degrees and the preperitoneal cavity had been entered and cleared, the measurement was taken of the defect and a 15 x 20 skirted paritex mesh was placed into the abdomen and sutured transabdominally using a suture passer at the 12 o¿clock, 1 o¿clock, 3 o¿clock, 4 o¿clock, 6 o¿clock, 7 o¿clock, 8 o¿clock, 9 o¿clock, and 11 o¿ clock positions with 0 prolene sutures. Once this had been completed, the anterior edge of the skirted mesh was then stapled with a secure strap to the anterior abdominal wall. Once this was completed, the abdomen was then closed with running double-stranded pds suture. The subcutaneous tissue was irrigated and then the skin was closed with skin staples. The puncture sites for the transabdominal sutures were each stapled with a single staple, and sterile dressings were applied.¿ a pathology report detailing analysis of the device removed during the 12/7/16 procedure was not provided. The complaint alleges that on (B)(6), 2017, an additional procedure occurred whereby the gore device was explanted. On (B)(6) 2017: abdominal wall incision and drainage. [A complete operative report for this procedure was not provided.] Preoperative diagnosis. ¿abdominal wall abscess.¿ postoperative diagnosis. ¿abdominal wall abscess with infected mesh.¿ the complaint alleges that on (B)(6), 2017, an additional procedure occurred whereby the gore device was explanted. On (B)(6) 2017: abdominal wound exploration and washout, removal of infected mesh. Wound classification: ¿dirty/infected¿ indications: ¿this is a 59-year-old male well known to the general surgery clinic who had previous procedures for a recurrent ventral hernia. The patient has been seen in the clinic multiple times and has subsequently had pieces of mesh pulled piecemeal. The decision was made to take the patient to the operating room for abdominal wound exploration when there was noted to be purulence draining from the midline wound.¿ procedure: ¿using bovie cautery, a midline incision was made over the previous midline scar through the umbilicus. The patient was noted to have a free-floating mesh upon dissecting through the subcutaneous tissue. This was bluntly dissected and sent to pathology. Next, a transverse incision to the right upper midline was made which yielded more free floating mesh. Approximately 99% of the exposed mesh was removed. The wound was vigorously irrigated. Hemostasis was achieved with bovie cautery. The wound was packed with nu-knit and covered with gauze with tape applied.¿ a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] Conclusion: #2 gore® dualmesh® biomaterial [product ID not provided] it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.